Event description:
It was reported that a gore propaten vascular graft was implanted in an axial femoral bypass procedure. Approximately 1 week post implantation, the graft thrombosed and a thrombectomy had to be performed. During the intervention to open the graft, a pseudoaneurysm developed at the access site of the graft. The graft was successfully closed with a closure device and the pt did fine.